Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The spectrum iq pump shows a label instructing the direction of flow on the side of the tubing channel. This label is visible to the operator of the pump and is intended to assist the user in determining the direction of fluid flow from the medication container to the patient. The fluid direction is controlled by the pumping mechanism when the door is closed, and the pump is in the infusion mode (running). Use errors and proper user instructions are addressed in spectrums ¿operator's manual¿, which is shipped with every spectrum device. The user manual provides an illustration of the direction of flow label in addition to a warning that backflow may occur if the set is not loaded correctly.

Event description:
It was reported that a spectrum iq pump under infused during blood infusion on a patient. The user of the device identified that there was no flow of the blood infusion due to reverse set loading of the intravenous (IV) set. There was no known patient injury or medical intervention associated with this event. No additional information is available.